Event description:
A site's purchasing rep reported their open spine clamp's hex screws are stripped. This event was discovered outside the surgical arena and no pt was present.

Manufacturer narrative:
No pt was present at time of the event. Device manufacture date is unk at this time. No parts have been received by the MFR for eval.